Manufacturer narrative:
Concomitant products: product ID 37602, serial # (B)(4), implanted: (B)(6) 2013, product type implantable neurostimulator; product ID 3387-40, lot # j0237005v, implanted: (B)(6) 2003, product type lead; product ID 748240, serial # (B)(4), implanted: (B)(6) 2003, product type extension; product ID 37642, serial # (B)(4), product type programmer, patient; product ID 3387-40, lot # j0225606v, implanted: (B)(6) 2003, product type lead; product ID 748240, serial # (B)(4), implanted: (B)(6) 2003, product type extension. (B)(4).

Event description:
It was reported that the left battery was at c+2-, 3.3v, 210us, 170hz, 2.58, volts hit eri on the date of this report and 905 ohms. The right battery was at c+2-, 2.2v, 210us, 170 hz, therapy impedance of 1123 ohms and was used 24 hours a day 7 days a week and battery longevity was 41 months. The chart from (B)(6) had noted that there was some issue with the right implantable neurostimulator (ins) being turned off and counters were cleared (B)(6) 2013. The nurse had turned it back on and they had not had any issue beyond that. It was noted that at the appointment on (B)(6) prior to the date of this report the right impedance was increased slightly with pairs 1/3 and 0/3 at greater than 2000 ohms. The patient was not programmed on those pairs so it was not investigated further. A note from the appointment in (B)(6) 2014 showed both inss were interrogated and working correctly. The right ins was lower at 2.2v and impedances had looked good. The left had same settings as current and therapy impedance was 927 ohms. No falls were reported by the patient. No intervention or outcome was provided. Further follow-up is being conducted to obtain this information. If additional information is received a supplemental report will be submitted.